Event description:
Per the clinic, the device was explanted on (B)(6), 2015, due to the patient experiencing a chronic ear discharge. There are plans to re-implant the patient with a new device, however; this has yet to occur as of the date of this report, september 14, 2015.

Manufacturer narrative:
The report is filed october 30th, 2015.